Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the power connection to the matrix drawer solenoid was not fully inserted. A field service engineer reseated the solenoid and power cable back onto the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.